Manufacturer narrative:
Continuation of d10: product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 1998 explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (2000mcg/ml at 100mcg/day) via an implantable pump. It was reported that the patient reported to the hospital with infection and the pump partially protruding from their skin. The patient was non-verbal and their family was brought in. The pump and proximal segment of the catheter were explanted and the catheter was cut and tied off in the spine. The issue was resolved at the time of the report.